Event description:
The customer reported that a death did occur. However, it was stated that staff were responsive (no delay in providing medical care) and the device issue was not a contributing factor.

Manufacturer narrative:
The customer reported that a pt experienced a high heart rate (hr) event and subsequently coded and expired but the info center sector turned blue and then silenced itself. The users alleged that the device mouse had a left click button that was sticking. It was also described that this incident was witnessed by staff therefore, the device was not a contributing factor and prompt medical intervention occurred without delay. The field service engineer (fse) went onsite and found the device operating to specification. He was unable to reproduce the issue as described by staff. Logs were collected and submitted for further analysis. The logs show high hr alarms occurring in the target time frame with evidence of user interaction with the device by silencing the alarms. The logs also show that alarm reminders were provided as were additional new high hr alarms. The user silencing activity, with single acknowledgements after most alarms in spite of uneven spacing of alarms and in spite of widely differing amounts of time each alarm had been sounding, is not consistent with a sticky mouse button. Note that there were several instances of reminder alarms silencing. These reminder alarms sound only a few seconds, so the users may have misunderstood that these were new alarms that silenced themselves. Alarm acknowledgement (silencing) and reminder alarms are adequately described in the labeling (IFU). The available info does not support that any device malfunction occurred. The fse did not replace the mouse. No further mention of the mouse issue occurred during his onsite visit. The issue was not a factor in this incident as there were repeated instances of high hr alarms sounding and each was silenced. This issue was a user misunderstanding of reminder alarms. No further investigation or action is warranted.